Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of over 300 mg/dl and ketones. It was reported that the customer changed the infusion set and treated with insulin pump and manual injection. It was also reported that insulin pump did not experience a malfunction. It was not certain if the high blood glucose was due to a site issue or if customer ran out of insulin.